Event description:
The distributor reported a customer received 3 false positive hCG results using the Cardinal Health¿ hCG Combo Rapid Tests. Although requested, no additional information was provided. No adverse health outcomes were reported.

Manufacturer narrative:
B3 - Date of Event: Was not provided, therefore 1JUL2026 was selected. Section E was filled out as NI as the Distributor did not provide the customer's information. However, the distributors information is (b)(6). Investigation conclusion: Retained devices from the reported lot number were tested with hCG-negative clinical urine and serum samples. The results were read at 3 and 4 minutes for devices tested with urine and 5 and 6 minutes for devices tested with serum. All devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: Very low levels of hCG (less than 50 mIU/mL) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hCG. Therefore, the presence of hCG in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (HAMA) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain HAMA. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.